Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
It was initially reported that high lead impedance was detected on diagnostics performed. The pt's device has not been replaced at this time as the surgeon has elected to postpone the surgery. The pt was also said to have a change in her seizure frequency, but of less intensity, but the surgeon is unclear if it is related to the high lead impedance. Review of the pt's programming history in the MFR's database, high lead impedance was detected as early as (B) (6)2005, which appeared to initially be resolved at the last generator replacement.